Event description:
It was reported that during an implant procedure, the patient had diaphragmatic stimulation from the left ventricular (lv) lead. The lead was repositioned and remained in use. Six weeks later the patient was admitted to the hospital due to diaphragmatic stimulation. The lv lead was repositioned and remains in use. The patient is a participant of clinical service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).